Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2018-00277; 520-50-118, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - due to issue with external rotation of shoulder.

Manufacturer narrative:
See h11. Complaint has been evaluated and is similar to report number 1644408-2020-00253; 520-46-024, s807 - pain, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.